Manufacturer narrative:
Concomitant medical products: main body, below renal (catalog # zalb-26-84). Right iliac leg, in external iliac (catalog # zbis-12-61-41). Right iliac leg extension, in common iliac (catalog # zsle-16-74-zt). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
On (B)(6) 2014, the electively selected patient with an iliac aneurysm, which required placement of an endovascular stent graft, underwent a procedure and had four cook devices implanted successfully. At day of procedure, the patient presented with a maximum aneurysm diameter of 33 mm and a proximal neck diameter at lowest renal artery was 22 mm. The outer diameter of the iliac at fixation site was: left ¿ 14 mm, right ¿ 10 mm. It was classified as parallel with no plaques or thrombi observed. There were no difficulties deploying the devices and the procedural imaging revealed patent devices and no endoleaks or kinks was observed at the conclusion of the procedure. The index procedure was described as successful and no additional procedures were performed. On (B)(6) 2014 (38 days post-procedure), the first follow-up was performed. The imaging revealed a maximum aneurysm diameter of 37 mm. The left iliac leg was 9.00 mm and the right iliac leg was 8.00 mm. The devices were patent and intact and there was no migration, kink or endoleaks observed. On (B)(6) 2014 (129 days post-procedure), the second follow-up was performed. The imaging revealed a maximum aneurysm diameter of 37 mm. The devices were patent and intact and there was no migration, kink or endoleaks observed. On (B)(6) 2015 (381 days post-procedure), the third follow-up was performed. The imaging revealed a maximum aneurysm diameter of 33 mm. The devices were patent and intact and there was no migration, kink observed. And endoleak type 2 was observed. On (B)(6) 2016 (742 days post-procedure), the fourth follow-up was performed. The imaging revealed a maximum aneurysm diameter of 30 mm. The devices were patent and intact and there was no migration, kink or endoleaks observed. On (B)(6) 2017 (1107 days post-procedure), the fifth follow-up was performed. The imaging revealed a maximum aneurysm diameter of 29 mm. The devices were patent and intact and there was no migration, kink or endoleaks observed. On (B)(6) 2017 (1247 days post-procedure), the patient was diagnosed with an acute thrombosis of left endoprosthesis leg. The patient was treated with a secondary intervention (cross bypass) on (B)(6) 2017 which was considered successful and he recovered with that treatment. This was considered to be related to the study product and possibly to the aneurysm. The patient remains in the study.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation method code: device not returned (4114). Evaluation conclusion code: cause cannot be traced to device (4310). Investigation/evaluation: the actual complaint device was not returned. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A documentation based investigation was performed. A review of provided imaging, instructions for use, and quality control data was conducted. This complaint focuses on thrombus formation within a zsle-20-74-zt (lot: unknown). A review of the device history record could not be performed due to insufficient lot information. A 41-month postoperative CT study dated 10/31/2017 was provided for review. The left iliac leg (zsle 20 x 74 mm) is completely thrombosed from 9 mm below the proximal edge to the distal left common iliac artery (cia). There is reconstitution of the left cia bifurcation and external iliac artery from internal iliac retrograde flow. The proximal left iliac leg is aligned with the proximal right iliac leg. The left zsle overlaps in the ipsilateral limb of the main body by 53 mm and extends to the distal left cia where it flares to 18 mm in diameter. There appears to be circumferential wall apposition in the distal seal zone. The native cia distal to the graft (above the bifurcation) is dilated and measures 19.5 x 19.1 mm in diameter. The outflow external iliac artery appears widely patent with no occlusive disease or thrombus noted. The minimum measured diameter of the left zsle leg is 9 mm at the segment within the ipsilateral limb. There are no bends or kinks noted in the left iliac leg. Impressions of the imaging reviewer: the patient is status post endoluminal repair of an aortoiliac aneurysm using a main body device (zalb 26 x 84 mm), a left iliac leg (zsle 20 x 74 mm), a right bridging iliac leg (zsle 16 x 74 mm), and a right iliac branched device (zbis 12 x 61 x 41 mm). At 41 months, there is complete thrombosis of the left zsle iliac leg graft. The cause of this occlusion cannot be determined from the imaging provided. There is no significant bend or kink noted in the graft. The distal graft does not appear to be oversized, based on measurement of the native distal cia just beyond the graft. There is appropriate overlap of the zsle leg within the ipsilateral limb with the flared segment beginning distal to the limb marker. The proximal edges of the right and left zsle legs appear evenly aligned within the main body device. Of note, the distal cia (at the distal seal zone and distal to the graft) appears dilated with a maximum diameter of 19.5 mm. It cannot be determined from the current imaging if there was previously any mural thrombus present in the ectatic distal cia. Circumferential laminar thrombus is also noted in the lumen of the main body device up to the flow divider. This does not appear to cause any significant reduction in the flow channel. It cannot be determined from the imaging provided if this was previously present or if it is related to the left leg thrombosis event. Patient hypercoagulability must also be considered as a potential cause for these findings. A small type 2 endoleak from a pair of lumbar arteries is noted. This is limited to the distal aorta and does not extend proximally or distally. The imaging review cannot determine the cause of the thrombosis. There is no evidence from the imaging review the device kinked or bent or contributed to the thrombosis. The patient has a history of hypertension and is class iii of the asa classification (class iii: a subject with severe systemic disease). However, there is no information regarding risk factors or past medical history for review. There is no information regarding any anticoagulation therapy post-surgery or routine. Thrombosis can occur for a variety of reasons, such as genetic predisposition, iliac tortuosity, external compression, stenosis, improper overlap, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create high shear forces that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows around the clot, allowing clot-forming elements to be deposited. Pulsation and a small inner lumen can occur through graft oversizing or undersizing. The provided imaging gave no indication of kinking, oversizing, or improper overlap. The proximal edges of the right and left zsle legs appeared evenly aligned within the main body device, indicating that there was no flow disturbance caused by uneven placement of the leg grafts. The image reviewer stated that patient hypercoagulability must also be considered as a potential cause for these findings. It was provided that the patient has a medical history of hypertension and is class iii of the asa classification (class iii: a subject with severe systemic disease). The medical history provided could indicate that the patient was in a hypercoagulable state. The instructions for use (IFU) provided with the complaint device states that patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. The image reviewer also noted the distal cia (at the distal seal zone and distal to the graft) appears dilated with a maximum diameter of 19.5 mm. It cannot be determined from the current imaging if there was previously any mural thrombus present in the ectatic distal cia. Thrombus propagation into the zsle-20-74 graft from the native distal cia can be a cause for this complaint. After review of the design history files, there is no evidence to suggest that the device was manufactured out of specifications. From the information and imaging provided, patient condition and disease progression most likely caused this event. Therefore, the investigation conclusion is the cause cannot be traced to device - adverse event is related to patient condition. The pre-existing conditions indicated that the patient could have been in a hypercoagulable state along with thrombus formation within the mainbody zalb-26-84 and distal cia. Measures are in progress to address this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted on 09may2018.